Manufacturer narrative:
A partial lead with the connector pin measuring 26.2cm was returned for analysis. External insulation abrasion was noted at 4.4-5.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, an insulation anomaly was noted on the pace/sense portion of the lead. The lead was capped and replaced. The patients condition was good.